Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's boyfriend called to report low blood glucose levels. The customer's blood glucose level was 24 mg/dl. The customer treated with food. Caller stated this was the first day the customer was using the device. The caller stated the customer was not coherent and sweating. The caller was advised to call for help to help the customer. Nothing was replaced or returned for analysis.